Manufacturer narrative:
Add'l info will be provided once the investigation is complete. Two units from lot 10302ce2 were implicated in the event.

Event description:
It was reported that 2 units from lot 10302ce2 broke in the shoulder of the pt during surgery. It was further reported that another unit from a different lot number was used to finish the surgery. There were no reports of any adverse consequences to the pt.